Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the part associated with this complaint and completed the investigation. Failure analysis replicated/confirmed the customer's reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.568" x 0.099" was found to be broken off the yaw pulley. The broken piece was not returned. The root cause of broken instrument grip tips is typically attributed to the user, such as excess force applied to the instrument jaws. A review of the instrument logs for part #: 471405-06 batch/lot # k10220314-0129 associated with this event was performed. The instrument was last used on 22-jul-2022 on system serial# (B)(4) with 7 lives remaining. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: it was alleged that the instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was reportedly not retrieved. There were no reports of patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted ventral hernia surgical procedure that the tip of the force bipolar instrument broke. The fragment was reportedly not retrieved during the procedure. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the nurse, all the fragments were retrieved during the same procedure but the fragments were not sent back due them not being sterilize. The surgeon determined that the fragments were compared to the device and the comparison matched. There were no post-operative tests that were conducted to ensure if there was any remaining fragments. The surgeon was not sure as to what caused the instrument toto break or have the fragment. The customer is not aware how many lives the force bipolar had or how long the instrument was in use before the issue occurred but the instrument had been inspected for use. The customer was unaware of what surgical task was being conducted at the time the fragment falling inside the patient. The surgeon did not notice any functionality issues with the force bipolar during the procedure. According to the customer, they did not have knowledge if the instrument collided with any other instrument or hard material. The fragment did not fall inside the patient during an instrument tip collision. The instrument was removed after the breakage during the same procedure an a spare instrument was used. Upon the final removal of the instrument the wrist was assumed to be straightened, no resistance upon removal of the instrument through the cannula, and no other damage was noted. The patient did not return to the hospital due to experiencing any post-surgical complications related to the foreign object. The procedure was completed robotically with no patient injury or harm. There were no patient demographics available.